Manufacturer narrative:
The device used for treatment was returned for evaluation. Nothing was identified visually that contributed to the problem. Functional evaluation was performed. The reported problem was confirmed. There was a grinding noise during the test. At 73,000 rpm the drill smokes and overheats. A review of manufacturing records found no related non-conformances or anomalies associated with this part number during production. No service records were identified prior to the complaint date for this device. Therefore the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the drill and failure mode(s) "noisy" identified similar events. The most likely cause of this event is a mechanical component failure within the drill. The drill is an OEM part and cannot be further disassembled to arrive at a root cause. The part will be returned to the OEM to correct the issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that it was noticed that the anspach drill "sounded funny" during the case. No delay involved and it is unknown how the case was completed. No injuries reported.